Event description:
It was reported that during a routine defibrillator change out, the left ventricular lead exhibited an anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found normal device characteristics.